Event description:
A patient reported experiencing inaccurate high results with a one touch basic meter. In 2001, patient's blood glucose was 16 and 60 mg/dl. Tests were done 10 minutes apart. Pt did not experience any adverse events. No further information has been reported.